Event description:
It was reported from japan that during an open reduction and internal fixation (orif) procedure treating the tibia, an unknown handpiece device was used with a 3.2 guide wire device and an unknown sleeve device. According to the report, the guide wire became stuck as it passed through the sleeve. It was reported that a nurse tried to pull out the stuck guide wire using the handpiece but the handpiece idled (rotated without grasping the guide wire) and appeared to have emitted high temperature. It was reported that in the process of removing the stuck guide wire, the nurse touched the guide wire without realizing the guide wire became heated and got burned through gloves. It was reported that the surgery was completed successfully without surgical delay. It was reported that the nurse left the operation room once and received treatment, later returned, but did not participate in the operation. The type of treatment was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. G4 (510k), h4: this report is for an unknown battery powered handpiece. The part and serial number are unknown. Without the specific part number; the UDI number, 510-k number and device manufacture date are unknown. D10. Concomitant med products: guide wire device and an unknown sleeve device. Medwatch report mwr-(B)(4) is related to medwatch report mwr-(B)(4) and mwr-(B)(4) as the products were used together in the same event. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported from japan that during an open reduction and internal fixation (orif) procedure treating the tibia, a battery handpiece device was used with a 3.2 guide wire device and an unknown sleeve device. According to the report, the guide wire became stuck as it passed through the sleeve. It was reported that a nurse tried to pull out the stuck guide wire using the handpiece but the handpiece idled (rotated without grasping the guide wire) and appeared to have emitted high temperature. It was reported that in the process of removing the stuck guide wire, the nurse touched the guide wire without realizing the guide wire became heated and got burned through gloves. It was reported that the surgery was completed successfully without surgical delay. It was reported that the nurse left the operation room once and received treatment, later returned, but did not participate in the operation. The type of treatment was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. B5, d1, d2, d4, g4: the event description, 1. Brand name, common device name, procode, catalog, UDI, and 510(k) have been updated accordingly.